Event description:
Healthcare professional (hcp) reported patient hemodialysis on the baxter meridian device was successfully completed without incident. Hcp returned to disassemble machine and noted blood in the dialysate line. Hcp reported the device did not alarm blood leak during during treatment. There was no medical intervention reported and no patient injury resulted from this event. There was no further information available regarding this event.